Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker had heat rate of 54 bpm. The patient stated that device was set for 60 bpm; furthermore patient was very upset and spoke to a health care professional (hcp). The patient was advised to perform a patient initiated interrogation (pii), patient's heart rate was back at 60 bpm. The patient stated that something was wrong with the device. An attempt to obtain additional pertinent information was unsuccessful. The device remains in service. No adverse patient effects reported.